Manufacturer narrative:
This follow-up report is being submitted to relay additional information. (B)(4). Concomitant medical products: 36 mm cocr mod hd - 3 mm p/n 11-363661 l/n 938190, g7 pps ltd acet shell 56f p/n 010000665 l/n 3550156, tprlc 133 fp type1 pps ho 10.0 p/n 51-101100 l/n 3004942. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no were trends identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
The complaint number corresponding to this medwatch is (B)(4). It is unknown if the device will be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-04587, 0001825034-2017-04602 & 0001825034-2017-04603.

Event description:
It was reported that the patient's right hip is experiencing pitch and instability.

Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown at the time of the initial medwatch. The following section was updated.